Manufacturer narrative:
Na.

Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) while in use on a patient. The customer reported there was no patient harm. The customer performed extended self testing (est) after the unit was removed from use, and est failed due to the reusable exhalation filter pressure testing out of range due to an occlusion. As specified, a detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. The filter was replaced and est repeated. All tests passed to operating specifications. The manufacturer's account sales representative was onsite and reported the customer's occluded expiratory filter was past the filter manufacturer's recommended usage of a maximum of 1 year of service. Also, the user was nebulizing medications during vent use. Medication nebulization can cause filter occlusion over time. Filter pressure is checked during est, not sst. Ventilator usage history indicated est was not run. User maintenance contributed to this event. Filter replacement must be performed per manufacturer recommendations and specified intervals.